Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that a water leak was identified above the system. A field service engineer (fse) fully dismantled the system, removed all in one (aio), communication sled, docking station, all drawers, and cubies, and inspected all components. No water intrusion was found, except for a small amount inside drawer five below the medication in the matrix bin. All components were tested and functional. The repair was verified through hardware test application (hta) testing, and the customer confirmed functionality by completing inventory testing. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a water leak.however, there were no delays or adverse events or injuries reported based on this event.